Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a moderately calcified right common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide was used with the same results. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second proglide device indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were also examined and there were no needle strike marks detected. There was no abnormal observation found on the returned device that could have contributed to the reported complaint. Since, only the body of the device and the monofilament were returned, the reported event could not be verified or confirmed. During the investigation, a proxy plunger was inserted to test the needle trajectory and the results were acceptable. Also, the needle trajectory of every device is checked during manufacturing. The most probable cause for the cuff miss is needle deflection during plunger deployment due to patient anatomy or a failure to maintain a stable position of the device during needle deployment. Functional testing was performed on all of the returned device and the devices passed with acceptable results. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records related to this event. There does not appear to be any indication of a product quality deficiency.